Event description:
It was reported that the device failed to load wire. A 10 mm x 3.50 mm wolverine cutting balloon was selected for use. During preparation, the coronary guidewire could not be advanced through the shaft of the wolverine balloon. The guidewire entered the tip, progressed only a few centimeters with difficulty, and then became stuck. The balloon was confirmed to be defective despite having never been used. No patient complication reported. However, the return device analysis revealed a balloon tear.

Manufacturer narrative:
Device evaluated by manufacturer: the wolverine device was returned for analysis. Visual, tactile, microscopic and wire insertion analysis was performed on the device. During the visual and tactile inspection, the hypotube profile revealed multiple kinks and a break located 14.4 cm distal to the distal end of the strain relief. Microscopic analysis showed a longitudinal tear along the main body of the balloon, while the blades were intact with no issues noted. Examination of the shaft polymer extrusion indicated that the inner lumen was stretched and bunched 5.1 cm from the distal tip. The bumper tip profile showed no abnormalities, but the proximal markerband was found to be flattened. Due to the flattened markerband the 0.014'' test guidewire could not be loaded through the device. No other device issues were identified during returned product analysis.